Event description:
During follow-up, an externalized conductor was observed near the distal coil via x-ray. No electrical anomalies were noted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.